Event description:
Distributer has informed unomedical that a patient has died and 30 needles were found in the patient's body.

Manufacturer narrative:
The investigation is ongoing. We need to confirm that the needles are related to our product and furthermore we have asked for an autopsy report. A follow-up or final report will be sent no later than (B)(4) 2014.